Event description:
It was reported the ipg was inoperable. In turn, surgical intervention took place on (B)(6) 2022 where the ipg was explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.